Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that during a routine implant procedure, a 21 joule and 31 joule induction were unsuccessful. The patient was then externally defibrillated successfully. Five minutes later, another induction was deemed unsuccessful. The patient then went into pulseless electrical activity (pea) and support was initiated with an electrical mechanical dissociation (emd) device. The boston scientific crm sales representative later reported that the patient was placed on life support and was transferred to another facility. The patient is reportedly on the heart transplant list.